Event description:
It was reported that the patient experienced chest pain and palpitations, and was hospitalized. During imaging for suspected myocardial ischemia, externalized conductors were observed. Physician suspected the chest pain and palpitations were a result of the externalization. Lead revision is planned for during normal device change out.